Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy, when advancing the bronchoscope to the peripheral site, anesthetic solution was injected with a syringe through the single use biopsy valve. During the procedure, a fragment which was thought to be part of the single biopsy valve fell off into the patient¿s bronchus and was collected by the suction function of the endoscope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. The rubber biopsy valve was damaged, however no detached fragment was found; therefore it was determined that the foreign material which was reported to have fallen off into the patient¿s bronchus was not a part of the biopsy valve. Functional testing was performed with a representative device and the following occurred: when the device was inserted and removed 20 times in a straight line, the biopsy valve was not damaged. When the biopsy forceps were inserted and removed at an angle, it became heavier to insert and remove, and the biopsy valve was damaged after 5 times. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress/component failure of biopsy valve should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.